Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system getting message x-ray system not available, reboot no help. Review of the system log file showed that the connection to the x-ray-pc is lost. Upon functional testing, fse found that x-ray pc was not booting correctly and the bay power for x-ray pc was not engaging after rebooting. To resolve this issue, fse replaced x-ray pc. After replacing x-ray pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was given message- x-ray system not available, reboot no help. System was in clinical use. No harm has been reported to philips.